Manufacturer narrative:
Updated awareness date. Investigation revealed the battery well seal was missing. Claim of deterioration of the battery cavity foam was not able to be confirmed.

Event description:
It has been reported that the battery cavity foam has deteriorated.